Event description:
Info rec'd indicates the head of the bed is drifting down slowly.

Manufacturer narrative:
The technician isolated the issue to the CPR valve. He indicated that the CPR function was working. The technician replaced the CPR valve to repair the bed.